Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro remained activated, failed to shut off during the procedure. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and no evidence of blood were observed. Slight amount of charred tissue was observed on the jaws. A microscopic inspection was conducted. The heater wire was observed to be slightly flexed away at the center of the hot jaw, and remained attached and the base and tip of the hot jaw. The silicon insulation appeared to be slightly cracked and charred on the jaws as evidenced by the discoloration of the silicon insulation on the jaws. An electrical evaluation was conducted. A pre-cautery test as was performed per the instruction for use with a reference cable and reference power supply vh-3010 at level 2.5 the device failed the failed the pre-cautery test; the device remained activated after manipulation of the toggle switch to the off position. As per the instructions in the IFU, the toggle was moved away from the most proximal position but the device still remained activated. The cable was disconnected and the handle was opened to evaluate the internal components. No visible defects were observed to the toggle. The switch was examined under microscopy. No residue or contamination was seen on the switch. Based on the return condition of the device, and the results of the evaluation, the reported failure "device remains activated" is confirmed, as well as the analyzed failure modes, "thermal decomposition of device" and "bent wire" was confirmed. Specific actions for the reported confirmed failure mode are being maintained and documented under maqeut¿s corrective and preventative (CAPA) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro remained activated, failed to shut off during the procedure. A replacement device was used to complete the procedure. The hospital did not report any patient effects.